Manufacturer narrative:
Concomitant product: 5076-58 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise. Testing was performed. The lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.